Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the lead break was not determined by the patient's health care provider (hcp). The lead was still currently implanted. The hcp suggested the implantable neurostimulator (ins) be shut down and the patient be re-examined in three months. The patient's indication for use is tourette's syndrome.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3387-40, lot # 0205738449, product type lead; product ID 3387-40, lot # 0205738447, product type lead; product ID 7426, serial # (B)(4), product type implantable neurostimulator.

Event description:
A health care provider (hcp) reported via a manufacturer representative that electrode impedances were measured to be greater than 2,000 ohms. X-rays showed the lead was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.